Event description:
Hamilton medical ag received the following event description : "the word biomed received from staff is that the vent went into standby mode on it's own, say it alarmed a few times then went into standby, they did not say what the alarms were, they did not remove the patient from the vent, they kept using it. Biomed said the vent was due for a pm so that was performed with no issues. ".

Manufacturer narrative:
Biomed did perform a preventive maintenance on the ventilator. Investigation is ongoing.